Manufacturer narrative:
H3 - device evaluation, lens was returned in a micro-centrifuge vial in liquid with residue/debris on the lens. Visual inspection found no visible damage to the lens. · dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was explanted due to low vault on (B)(6)2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, after fully communicating with surgeon, the patient decided to have the lens removed.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).